Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level went low during the night (40 mg/dl). Juice and candy were consumed to address bg level. The customer stated they believe their pump profile settings need to be adjusted. The customer stated they will contact their healthcare provider for further guidance.